Event description:
Pt reported she was hospitalized in 2005 because she was in a diabetic coma. Pt stated she did not know what cause her low blood glucose and did not know what her blood glucose level was when she was in the hosp. Pt stated she does not know what she was treated with while in the hosp, but she was released the same day.